Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported the bd saf-t-intima w/y adapter yel 24ga x .75i catheter defective / damaged. It was reported by customer that the saf t intima has had 5-6 cath split. Rcc received a complaint via email. Email(s) attached. Xx and our infusion team has brought it to my attention that the saf t intima lot 3333003 exp 2027-11-30 (B)(4) has had 5-6 cath split. Just wondering if you have others mention this? It is very unusual for so many in same box lot number to be bad.

Manufacturer narrative:
DHR review: the complaint lot#3216622, sku is 3333003, assembly in suzhou plant1 on 2023.dec.11, lot quantity is 48092ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no sample returned, no picture of defect feature provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected and test result is good. Possible cause analysis: based on the reported information, damage is detected on catheter, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process have taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. As conclusion: there is no sample returned, no picture provided to show the actual defect feature. The retained sample appearance inspection result is within product specification, with this we cannot decide the root cause.

Event description:
No additional information provided.